Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a member of the hospital cleaning staff received a needle stick injury from an uncovered bd micro fine plus¿ insulin pen needle in a waste polybag. The following information was provided by the initial reporter, translated from (B)(6): "a cleaning staff handling industrial waste disposal experienced a needlestick incident when holding a waste polybag, in which a used pen needle without outer cover was placed. Whether the needle was used in an outpatient or hospital setting remains unknown. The customer is responsible for infections and other related measures."